Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device failed the op check test for battery. The battery was over 9 years old and philips recommended replacement. There was no reported patient involvement.